Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the surgeon noticed a loose haptic after the iol was inserted. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.